Event description:
The biomedical engineer reported that the hard drives for the central nurse's station (cns) keep freezing up, and they are not able to view patient parameters correctly. When the unit was rebooted, it took a while to come back up. Also, the screens are blank along with the tiles. The parameters will be blank and all the data will not populate. They rebooted 4 times and now no parameters are displaying. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the hard drives for the central nurse's station (cns) keep freezing up, and they are not able to view patient parameters correctly. When the unit was rebooted, it took a while to come back up. Also, the screens are blank along with the tiles. The parameters will be blank and all the data will not populate. They rebooted 4 times and now no parameters are displaying. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the hard drives for the central nurse's station (cns) keep freezing up, and they are not able to view patient parameters correctly. When the unit was rebooted, it took a while to come back up. Also, the screens are blank along with the tiles. The parameters will be blank and all the data will not populate. They rebooted 4 times and now no parameters are displaying. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the hard drives for the central nurse's station (cns) keep freezing up, and they are not able to view patient parameters correctly. When the unit was rebooted, it took a while to come back up. Also, the screens are blank along with the tiles. The parameters will be blank and all the data will not populate. They rebooted 4 times and now no parameters are displaying. No patient harm was reported. Service performed: on 07/14/2022, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. Hdd were found to be degrading and need to be replaced. On 07/18/2022, the hard drives (6104900860) were replaced which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2022. No issues have been reported since. Investigation conclusion: the root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the issue to be due to overdue maintenance. Hard drives are routine service component, it is expected to be replaced periodically or as indicated (preventative maintenance). This does not suggest nk device deficiency/malfunction.